Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the affected pump was still implanted and was nonfunctioning. The rate was turned down significantly. The cause of the motor stall was not determined. The hcp would follow up "next week" to see if the pump restarted. The motor stall/tube set had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the hcp called to get the pump off code to permanently disable it. The code was provided and the hcp was walked through updating the pump to off state. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving clonidine (2400 mcg/ml, 1040.9 mcg/day), bupivacaine(5 mg/ml, 2.1685 mg/day), baclofen(unknown, 100 mg/ml, 43.37 mg/day) and morphine (unknown, 30 mg/ml, 13.011 mg/day) via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that a motor stall was seen at initial interrogation and pump logs showed that the stopped pump period may exceed tube set. The patient did not recently have an MRI (magnetic resonance imaging). The patient experienced increased pain. During refill they expected 8.9 ml and aspirated 14 ml. No further complications were reported.